Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per the FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: when first attempting to fire the unit near the pylorus for a laparoscopic gastric sleeve procedure, the stapler did not fire and the surgeon was not able to squeeze the handle. The device locked on tissue and was removed by the surgeon opening the device. A new handle and reload was used to resolve the issue. There was no patient injury or surgical intervention required.